Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation : one medfusion pump was received for evaluation with a cracked on right plunger case, cracked on pwr ac cable-recept, and broken ear clip. Upon occlusion testing, it was found that 'motor not running' displayed due to the stepper motor shaft turning without any stepping. Based on the investigation, the complaint allegation was confirmed. The problem source of the event was listed as unknown.